Manufacturer narrative:
E1: initial reporter facility name- (B)(6) specialists. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris extension set was occluded the following information was received by the initial reporter with the following verbatim: item description: tube IV ext w/ filter 1.2 mi mfg# 20129e lot# n/a qty:(B)(4). Description of problem: alaris pump ringing off occluded in smof lipid line. Filter/line had to be changed. When changing filter tubing was noted that the clave/nad was stuck/pushed in and would not return to normal position. Both pieces of tubing were removed and changed with sterile technique. Please initiate the return and credit. Also make sure to use our choc report number for all communication.